Event description:
The manufacturer received information that a patient with a rep dreamstation auto CPAP device has passed away and the son would like to have the father's information cleared and his entered so he could use the device. The respiratory therapist directed the son to the dme for those changes. There was no allegation that the device contributed to the death. No additional details were provided. The device will not be returned for investigation as the son would like to use the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.